Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that a granuloma was discovered in "2014-2015" and it took a while for the surgeon to surgically correct it. She also noted that the pump was turned off for about 1.5 years. Afterwards the medication was changed from dilaudid to fentanyl and bupivacaine. No other information was provided. No further complications were reported.